Event description:
Spontaneous: patient's pump was beeping, no disposal found. Patient prepared new cassette and same pump worked with different cassette. Patient believes it was cassette malfunction. Lot number of cassette is not known. Describe in detail any, and all damage to the cassette: no damage known. Has this incident happened within the past 6 months? No. No further information known. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? No; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.